Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. The customer successfully loaded a new cartridge. Additionally, the customer reported a cartridge alarm 5 occurred. Reportedly, the customer was filling and loading the cartridge out of sequence. The customer loaded a new cartridge successfully. The customer's blood glucose level was 189 mg/dl.